Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal swelling and the device stopped working. Computed radiography was performed, revealing fluid loss. A surgical procedure was performed, during which a ruptured left cylinder was identified; therefore, the ipp was removed and replaced. No additional patient complications were reported.